Manufacturer narrative:
Per the tandem user guide, ¿enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement.¿ per the tandem user guide, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch you meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 55 mg/dl, and the meter bg reading was 97 mg/dl. Reportedly, the customer did not use the same bg meter to test bg levels for calibrations and bg values were not entered into the pump for calibrations within 5 minutes of test bg levels. No additional patient or event information was available. A replacement sensor was sent to the customer.